Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('spotting') in an adult female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2010 to 2012. Concurrent conditions included body mass index normal. Concomitant products included lorazepam. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), back pain ("low back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), perineal pain ("perineal pain"), fatigue ("fatigue"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), rash ("facial breakout/rash/rash since placement"), dysmenorrhoea ("dysmenorrhea (cramping)"), itching ("itching"), acne cystic ("acne break out/cystic acne"), migraine ("migraines / headaches"), alopecia ("hair falling out"), headache ("headaches"), joint swelling ("joints swelling"), dyspareunia ("painful intercourse"), lymphadenitis ("lymph node inflamed"), inflammation ("essure causes inflammation"), muscle twitching ("legs twitching"), dermatitis contact ("contact dermatitis"), pruritus facial ("face itchy"), muscle spasms ("leg cramps"), acne ("acne"), visual impairment ("vision issues"), feeling abnormal ("brain fog") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, menorrhagia, vaginal haemorrhage, rash, back pain, arthralgia, headache and joint swelling had resolved and the weight decreased, perineal pain, abdominal pain lower, abdominal distension, allergy to metals, dysmenorrhoea, itching, acne cystic, migraine, alopecia, dyspareunia, lymphadenitis, inflammation, muscle twitching, dermatitis contact, pruritus facial, muscle spasms, acne, visual impairment, feeling abnormal and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, acne cystic, allergy to metals, alopecia, arthralgia, back pain, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, inflammation, itching, joint swelling, lymphadenitis, menorrhagia, migraine, muscle spasms, muscle twitching, pelvic pain, perineal pain, rash, vaginal haemorrhage, visual impairment, weight decreased, weight increased and pruritus facial to be related to essure. The reporter commented: the essure devices were seen and appeared to be in place. We are not able to remove the devices as they are scarred into her uterine tissue. The only way to remove them would be a hysterectomy. On (B)(6) 2016 a hysterectomy with bilateral salpingo-oophorectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. On (B)(6) 2016, transvaginal ultrasound was done. (B)(6) 2016 diagnosis: hysterectomy, bilateral salpingectomy, benign endometrial polyp, negative for atypia or malignancy. Comment: within the fallopian tubes are metallic clear structures of which correspond to essure devices, which were not removed or dissected. Gross description: cervix, uterus and bilateral fallopian tubes. The right fallopian tube displays a 1 x 0.7 x 0.6cm uniocular paratubal cyst containing serous fluid. Sectioning of the myometrium near the intramural segment of the fallopian tube reveals bilateral metallic clear devices within the fallopian tubes. Due to the instruction to not remove or manipulate the essure devices, minimal inspection is able to performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and social media record received. Events: migraines / headaches, hair falling out, headaches, joints swelling, painful intercourse, lymph node inflamed, essure causes inflammation, legs twitching, contact dermatitis, face itchy, leg cramps, acne, vision issues, dizziness, brain fog added. Outcome for headaches, joints swelling and back pain were resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The ptc investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvicpain") and genital haemorrhage ("spotting") in an adult female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included lorazepam. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), perineal pain ("perineal pain"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), rash ("facial breakout/rash/rash since placement"), dysmenorrhoea ("dysmenorrhea (cramping)"), pruritus ("itching"), back pain ("low back pain"), arthralgia ("joint pain") and acne ("acne break out"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, menorrhagia, vaginal haemorrhage, rash, back pain and arthralgia had resolved and the weight decreased, perineal pain, abdominal pain lower, abdominal distension, allergy to metals, dysmenorrhoea, pruritus and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perineal pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: the essure devices were seen and appeared to be in place. We are not able to remove the devices as they are scarred into her uterine tissue. The only way to remove them would be a hysterectomy. On (B)(6) 2016 a hysterectomy with bilateral salpingo-oopherectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, transvaginal ultrasound was done. (B)(6) 2016 diagnosis: hysterectomy, bilateral salpingectomy, benign endometrial polyp, negative for atypia or malignancy. Comment: within the fallopian tubes are metallic clear structures of which correspond to essure devices, which were not removed or dissected. Gross description: cervix, uterus and bilateral fallopian tubes. The right fallopian tube displays a 1 x 0.7 x 0.6cm uniocular paratubal cyst containing serous fluid. Sectioning of the myometrium near the intramural segment of the fallopian tube reveals bilateral metallic clear devices within the fallopian tubes. Due to the instruction to not remove or manipulate the essure devices, minimal inspection is able to performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. On 20-aug-2018: after routine quality monitoring, the event "we are not able to remove the devices as they are scarred into her uterine tissue" was deleted - essure devices were correctly placed, within the fallopian tubes; description refers to the occlusive tissue response expected after essure insertion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvicpain") and genital haemorrhage ("spotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(4)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), perineal pain ("perineal pain"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and rash ("facial breakout/rash/rash since placement"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(4)2016. At the time of the report, the pelvic pain, genital haemorrhage, weight decreased, perineal pain, fatigue, abdominal pain lower, abdominal distension and allergy to metals outcome was unknown and the weight increased, menorrhagia, vaginal haemorrhage and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perineal pain, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(4)2015: total bilateral occlusion on (B)(4)2016, transvaginal ultrasound was done. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Most recent follow-up information incorporated above includes: on (B)(4)2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.events device removal and device complication were deleted and were replced by new events- abnormal bleeding (vaginal, menorrhagia), nickel allergy, pain, fatigue, weight gain, weight loss, spotting, cramping, facial breakout/rash/rash since placement, bloating and perineal pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvicpain"), embedded device ("we are not able to remove the devices as they are scarred into her uterine tissue") and genital haemorrhage ("spotting") in a female patient who had essure (batch no. A66676) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included lorazepam. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), perineal pain ("perineal pain"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), rash ("facial breakout/rash/rash since placement"), dysmenorrhoea ("dysmenorrhea (cramping)"), pruritus ("itching"), back pain ("low back pain"), arthralgia ("joint pain") and acne ("acne break out"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, menorrhagia, vaginal haemorrhage, rash, back pain and arthralgia had resolved and the embedded device, weight decreased, perineal pain, abdominal pain lower, abdominal distension, allergy to metals, dysmenorrhoea, pruritus and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, arthralgia, back pain, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, perineal pain, pruritus, rash, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, transvaginal ultrasound was done. Concerning the injuries reported in this case, the following one/ones were reported via medical record:device embedded . Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet and medical record received. New reporters added and case updated to medically confirm. Essure lot number added. New events we are not able to remove the devices as they are scarred into her uterine tissue ,acne break out, dysmenorrhea (cramping), itching, joint pain, low back pain were added. Event outcome of pain, bleeding, rash, weight gain, fatigue updated to recovered. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.